Manufacturer narrative:
During troubleshooting, it was revealed that the consumer transfers test strips from one vial to another, which may contribute to the loss of integrity of the test strips. The difference in the consumer's readings was determined to be clinically significant. During the first call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. A control solution test was performed while troubleshooting in the follow-up call with customer support showing the test strips to fall in range. The meter and test strips will not be returned for eval. Test strips lot # 1020214149, expiration date: 5/2016; control solution lot # 1030514339, range: 82-127 mg/dl. Nova max test strip insert: storage and handling test strips should be stored only in the original vial. Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
Consumer called into customer care reporting, "her blood glucose readings on (B)(6) 2015 were too far apart." It was reported to nova biomedical that a consumer received a result of 37 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips from the same vial getting the following result of 96 mg/dl.